Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported "concerned to continue with natrelle devices due to biocell recall.". Healthcare professional reported "peri-implant fluid" "breasts with fibroglandular pattern," "simple cystic formations" "pain in the breast" "back pain, breasts", solid nodules, and "accommodation folds ". The following reported events are deemed not related to the device: "insomnia". Device remains implanted. This record is for the right side.